Event description:
Six (6) discordant falsely elevated cardiac troponin-I (ltni) patient sample results were obtained on a dimension® xpand® plus with hm integrated chemistry system. The falsely elevated patient results were reported to the physician and one of the six (6) results was questioned. The same samples were reprocessed on a non-siemens instrument at an alternate facility. Lower results, considered correct, were obtained and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ltni patient sample results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding six (6) falsely elevated cardiac troponin-I (ltni) patient sample results obtained on a dimension xpand plus with hm system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance procedures as part of normal troubleshooting for issues of this nature. Quality control and calibration were within the customer's expectation. A product non-conformance was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications.